Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed two of the screw mounts on the left plunge case were broken. Customer?s reported issue was duplicated during set-up for flow test. The root cause of the reported issues was not determined to have been caused by the customer's physical damage to the device. Two of the screw mounts on the left plunge case were broken. Actions taken to mitigate the reported issue: replaced left plunger case and re-set timing plates. D4: UDI information is unknown.

Event description:
It was reported that the temperature display was not reading correctly. No patient injury was reported.